Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was carried out on the right ventricular (rv) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high short v-v interval count was noted on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.